Manufacturer narrative:
The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported "had fever, one side breast seems like got bigger since has implanted. Visited general hospital and did ultrasound, but said it was full of water. Got fever 3 days with no any reason. I think my chest is a little swollen. The water was drained through micro needle test and the inspection is requested." The device remains implanted. Left side.